Event description:
It was reported that episodes of automatic mode switch with atrial noise, and non-sustained rv lead noise episodes were observed. Patient received a notification alert. Further review of the episodes noted possible myopotentials and potential atrial lead damage. Provocation testing was recommended. System remained implanted.